Event description:
It was reported that high capture threshold and decreased sensing were observed. The lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. The electrical characteristics were normal.